Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed against resistance. It should be noted that the perclose proglide electronic instructions for use states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The reported violation of the IFU would not have contributed to the reported difficulties. The investigation determined the reported difficulties, tissue damage and treatment appear to be related to circumstances of the procedure based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced in describe event or problem is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, on the first proglide device, after the suture was deployed, the proglide footplate was closed, but resistance was felt on device removal. The proglide foot caught a piece of the arterial lumen tissue. A second proglide device was used and the physician did not depress the plunger. The proglide footplate was closed and the device was removed. The sutures of an additional proglide device were successfully preplaced using the pre-close technique. The sheath was upsized to 11f and the evar procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the first and third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.